Event description:
The customer reported the system displayed a "bulls eye" rather than the image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.